Event description:
About 6 and a half years after the primary surgery, the patient came in reporting pain after falling and fracturing her ankle. It was also observed from the x-rays that the femoral stem broke at the time of the fall. The surgeon took all of the femoral implants out and put in new implants. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by madacta clinical affairs department: about 6.5 years after revision tka in an extremely heavy patient with very bad bone condition, almost certainly resulting from multiple previous surgeries (unreported), a traumatic event causes the fracture of the femoral extension stem, and the femoral part of the implant needs revision. Several conditions that may shorten the active life of the implant, as described in the instructions for use, are simultaneously present in this case: the extremely high mass of the patient, the very thick insert that causes an increase in the lever arm against the femoral stem, the addition of tibial wedges and cones to make for the missing bone, the lack of femoral bone surrounding the junction between stem and component - thus reducing the necessary complementary support, and finally a traumatic event. Under these very unfavourable circumstances, the probability that a traumatic event may cause the fracture of the implant is, of course, increased, and that is what happened, most likely. R&d investigation performed by medacta knee r&d project manager: six and a half years after a revision total knee arthroplasty (tka) in a heavy patient with compromised bone quality, a traumatic event led to the fracture of the femoral extension stem, necessitating revision of the femoral component. Images of the explanted devices show that the extension stem fractured at the level of the female taper connection, which is designed to couple with the femoral component. The images also reveal the explanted tibial insert along with its fixation screw, which is intended to secure the insert to the tibial tray. Closer examination of the extension stem indicates the absence of the fixation screw that serves as a secondary element to reinforce the morse taper connection. In case of fracture at the taper interface, this fixation screw would also be expected to fracture. However, no remaining threaded portion of the screw is visible within the stem. Furthermore, the agent confirmed that the only recovered screw was the one for the tibial insert. This suggests that the fixation screw for the femoral stem may not have been used at the time of the primary implantation. The absence of this secondary fixation component could have adversely affected the mechanical stability of the morse taper connection. Based on the available information, there is no evidence to suggest that this event was caused by a faulty device. Batch review performed on 8 may 2025: lot 162540: (B)(4) items manufactured and released on 15/09/2016. Expiration date: 2021/08/29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold (considering also resterilized products) with no similar reported event during the period of review.